Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, d10, g3, g6, h2, h3, h6, h11. D10: 650-0838, biolox delta cer fm hd 036/+4mm 12/14, lot unknown. The product involved in the reported event was returned for investigation. The shell was returned with the liner and ceramic head no longer assembled within it. The apical plug along with all three screw hole plugs are present in the shell. There are nicks and scratches present on the top flat surface of the shell. There is a slight discoloration on the o.d. And two of the screw hole plugs. Multiple of the o.d. Teeth have nicks. There is poly-like material within the i.d. Of the shell. There is no demonstrable evidence of bone adherence, which would ordinarily be expected after six years of implantation. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported event was confirmed by review of op notes. Medical records were provided and reviewed by a healthcare professional. The review identified, aseptic acetabulum loosening, exchange of cup and head, since (B)(6) 2024 the patient has had increasing pain. No evidence of infection or complications. No contributing factors noted. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g6, h2, h3, h11. D10: 010000856, g7 neutral e1 liner 36mm d, lot 6438591 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(4). D10 ¿ unk delta ceramic head 36mm, lot unk. Unk e1 bearing 36mm, lot unk. Unk +4mm neck for delta ceramic head 36mm, lot unk. G2 ¿ foreign ¿ germany. G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k101336. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient developed pain five and a half years post initial right total hip arthroplasty. Radiographic imaging displayed acetabular loosening. Six and a half years post implantation, the patient underwent a revision of the cup, liner, head, and taper without complications. Due diligence is in progress for this complaint; to date no additional information or product has been received.